Event description:
Patient had total knee replacement operation (B)(6) 2009. A month later the patient presented with deep vein thrombosis, for which treatment was received. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification information was not provided, precluding a review of the device history record.